Event description:
It was reported that the customer was admitted into the hospital on (B)(6) 2015 for a low blood glucose level. The customer's blood glucose level at the time of the hospitalization was 14 mg/dl. Customer stated she was monitored until the blood glucose level increase before released. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.